Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left upper arm fistula via the left arm cephalic vein, the catheter allegedly encountered resistance in the vein and when attempted to remove it from the patient, the wire was unable to be kept in place as the catheter allegedly prevented the wire from being advanced or pulled back. It was further reported that the catheter was removed with the wire allegedly being stuck inside of it, losing wire access. Furthermore, under a venogram, it was found that there was extravasation and dissection of the vessel where the catheter was operated. Reportedly, compression was done for extravasation and tissue plasminogen activator was initially used to open the fistula but the fistula failed to achieve the patency and was lost. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. No images or videos were provided for review. The user reported guidewire getting stuck inside of the catheter, due to no sample reported mechanical jam/blocked catheter cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left upper arm fistula via the left arm cephalic vein, the catheter allegedly encountered resistance in the vein and when attempted to remove it from the patient, the wire was unable to be kept in place as the catheter allegedly prevented the wire from being advanced or pulled back. It was further reported that the catheter was removed with the wire allegedly being stuck inside of it, losing wire access. Furthermore, under a venogram, it was found that there was extravasation and dissection of the vessel where the catheter was operated. Reportedly, compression was done for extravasation and tissue plasminogen activator was initially used to open the fistula, but the fistula failed to achieve the patency and was lost. The current status of the patient was unknown.